Manufacturer narrative:
Upon further review of the device evaluation, it was determined that the device evaluation and the assignable root cause was incorrect. The assignable root cause was corrected from confirmed to not confirmed.the device evaluation result was corrected from: reliability engineering evaluated the device and observed that the control unit was not functioning and was defective. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear/strained from normal use and servicing. To: reliability engineering evaluated the device and the reported condition was not confirmed. A functional assessment was performed and the device passed all tests and no failures were identified. Therefore, an assignable root cause was not determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the control unit was not functioning and was defective. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear/strained from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the control unit was not functioning and was defective on the battery reamer/drill device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.